Event description:
Customer reported an over-infusion of dilaudid through oca within 30 minutes. The patient was tolerant to the narcotic and no intervention was performed. Thirty ml syringe was installed which contained 6mg/30ml. The intended programming was: concentration 0.2mg/ml, pca demand dose 0.2 mg, lockout period 10 minutes, continuous infusion plus pca, basal 0.2mg/hr for maximum total of 1.4mg/hr. User instead used the custom concentration option and entered concentration of 0.2mg/30ml. Findings indicated a 'dose below minimum' alert occurred and the nurse programming the device overrode the alert making 3 attempts within one minute to reprogram the drug set up again (to 0.2mg/30 ml) each time getting the same alert. The programmer entered the dose rather than the entire drug amount in the syringe. The facility's biomedical engineer checked the device and did not find ay issue. The facility's risk manager stated they were satisfied with their investigation findings of user programming error causing the event, and no pump issues were suspected.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for investigation. The facility performed an internal investigation. Additionally, a cardinal health representative visited the site and reviewed pca safety recommendations, providing suggestions for revising data sets, process improvements and order set improvements. Suggested removal of custom concentration option from data set and use of appropriate standard concentration to match the pca syringes.